Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The involved file is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event, it was reported that a reciproc blue instrument separated in the tooth and could not be retrieved. The patient was referred to an endodontist who was able to remove the broken piece.